Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. E105 is a lamp error (detection of disconnection or shorting of the led). Because more than four and a half years had passed since delivery, the led unit might be aged and broke down due to the repeated use if the device had been used frequently. It could be also considered that the led unit had been accidentally broken down.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to failure of the leds light source unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the light bulb malfunctioned and lamp error e105 occurred. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.